Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's 'downstream (is) out of tolerance'. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream out of tolerance which was reproduced as the force sensor current reading was found out of specification. The reported symptom was verified. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.